Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypadtraces. The device was monitored in the oven for several days and no button error alarm noted. No unexpected numbers ramping during testing. Device was received with cracked case at the display window corner, cracked reservoir tubelip, scratched lcd window, cracked lcd window, cracked belt clip slot,scratched case and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 180 mg/dl. Troubleshooting was not performed. The device was returned for analysis.